Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Eval summary: item and lot info for any bone cement that was used was not provided. Surgical notes were not provided. X-rays were not provided, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation...

Manufacturer narrative:
Primary operative notes indicate full extension with stability to varus and valgus stresses. It is unknown if the cement was allowed to cure with the knee in full extension. Review of the primary operative notes does not indicate root cause. Revision operative notes indicate that femoral component was well fixed. Upon removal, osteolysis was identified on the posterior condyles and near the trochlear flange. The tibial component was reported to be loose. The patellar component was well fixed and not explanted. Root cause remains unknown at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Updated information received via primary product identification labels. Zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2412-2010 contains the related tibial lot number. The device in question was not implanted using a drop-down stem extension, however the implantation of this component precedes the field action. A definitive root cause cannot be determined with the information provided.